Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during the implant procedure following the placement of this right atrial (ra) lead, the electrical measurements were not satisfactory. The physician attempted to reposition the lead, but the helix would not retract. The lead body needed to be physically turned to remove the lead. Once the lead was removed, the helix would still not retract. A new ra lead was successfully implanted. No adverse patient effects were reported.